Manufacturer narrative:
The customer¿s report of the infusion completing faster than expected was not confirmed. Analysis of the pcu event log shows that at 11:08 pm on (B)(6) 2018 the pump module was programmed to infuse dexmedetomidine 200mcg/50ml at 2.5ml/hr with a vtbi of 50ml. At 1:51 am on (B)(6) 2018, the user changed the dose to 0.1mcg/kg/hr, which made the rate 1.25ml/hr. The user selected yes to the guardrails warning ¿dose is below guardrails limit of 0.2mcg/kg/hr. Proceed?¿ at 3:21 am, the user changed the dose to 0.4mcg/kg/hr, which made the rate 5ml/hr. At 3:25 am, the user changed the dose to 2mcg/kg/hr, which made the rate 25ml/hr. The user selected no to the guardrails warning ¿dose exceeds guardrails limit of 0.7mcg/kg/hr. Proceed?¿ the user changed the dose to 0.2mcg/kg/hr, which made the rate 2.5ml/hr and started the infusion. At 3:57 am on (B)(6) 2018, the device alarmed for air in line and the infusion was restarted at 4:00 am. Twenty-seven seconds later the user paused the infusion. At 4:12 am, the device alarmed for flo stop open for 21 seconds and then the door was closed and the device was restarted. If the roller clamp was opened during this time, free flow could have occurred. At 4:14 am, the device was paused. At 4:28 am, the user changed the vtbi to 50ml and started the infusion. At 4:35 am, the user channeled the device off and the device was then idle. At 7:52 am, the system was shut down and powered off. The volume recorded as being infused from the start of the infusion until the air in line alarm was 10.236ml. The root cause of the report of the device infusing faster than expected was not identified. No device was returned for investigation. H3 other text : no devices received, log review only

Event description:
The customer reported that a 50ml infusion was programmed to infuse at 2.5ml/hr for a duration of 24 hours however the infusion completed in 6 hours. There was no patient harm.

Event description:
The customer reported that a 50ml infusion was programmed to infuse at 2.5ml/hr for a duration of 24 hours however the infusion completed in 6 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the infusion completing faster than expected was not confirmed. Analysis of the pcu event log shows that at 11:08 pm on 19 january 2018 the pump module was programmed to infuse dexmedetomidine 200mcg/50ml at 2.5ml/hr with a vtbi of 50ml. At 1:51 am on 20 january 2018, the user changed the dose to 0.1mcg/kg/hr, which made the rate 1.25ml/hr. The user selected yes to the guardrails warning ¿dose is below guardrails limit of 0.2mcg/kg/hr. Proceed?¿ at 3:21 am, the user changed the dose to 0.4mcg/kg/hr, which made the rate 5ml/hr. At 3:25 am, the user changed the dose to 2mcg/kg/hr, which made the rate 25ml/hr. The user selected no to the guardrails warning ¿dose exceeds guardrails limit of 0.7mcg/kg/hr. Proceed?¿ the user changed the dose to 0.2mcg/kg/hr, which made the rate 2.5ml/hr and started the infusion. At 3:57 am on 20 january 2018, the device alarmed for air in line and the infusion was restarted at 4:00 am. Twenty-seven seconds later the user paused the infusion. At 4:12 am, the device alarmed for flo stop open for 21 seconds and then the door was closed and the device was restarted. If the roller clamp was opened during this time, free flow could have occurred. At 4:14 am, the device was paused. At 4:28 am, the user changed the vtbi to 50ml and started the infusion. At 4:35 am, the user channeled the device off and the device was then idle. At 7:52 am, the system was shut down and powered off. The volume recorded as being infused from the start of the infusion until the air in line alarm was 10.236ml. The root cause of the report of the device infusing faster than expected was not identified. No device was returned for investigation.